Event description:
It was reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, allowing continued use without recurrence of the malfunction. The customer acknowledged the instruction to contact technical support again if the problem recurred.